Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient had not charged the ipg in several months and the system was non-functional. Stimulation therapy was restored postoperatively.